Event description:
It was reported that on 20 june 2024, a 25mm amplatzer pfo occluder was selected for implant using a 9f abbott delivery system. During procedure, when deployed from the left atrium, the occluder developed a bulging deformation. The deformed occluder was never released from the delivery cable while inside the patient. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. Ultimately, no device was implanted due to chiari network found. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that the patient did not have any anatomical interference and there was no angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported incident could not be conclusively determined.